Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 5076-58 lead, implanted: 2015-(B)(6). (B)(4).

Event description:
It was reported that high right ventricular (rv) lead impedance was observed on the superior vena cava (svc) coil and rv coil. It was noted that it was unknown whether or not it was an implantable cardioverter defibrillator (ICD) or lead issue, therefore, both the defibrillation lead and the ICD were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.